Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse found that the room was hot. Review of the system log files showed that the room got up to 37 degrees c. Upon troubleshooting, fse found that the board in the power distribution unit (pdu) overheated and cut the pdu off. The philips engineer replaced the back of the pdu and reconfigured the microsd card. After which, the system was returned to good working condition. The device was returned for analysis; no failure was found, and the assembly functioned as expected within the test setup. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was shutting down by itself. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power distribution unit board. The device was returned to expected functionality. Philips has started an investigation of this complaint.